Event description:
It was reported that, according to data obtained from the endoprothesen register - (B)(4) (eprd), a total of two thousand eight hundred fourteen (2814) patients underwent a thr procedure between (B)(6) 2013 and (B)(6) 2021 with a system that included a bicon-plus ti shell as the main acetabular component. From this cohort, seven (7) patients underwent revision surgery on an unspecified date following a diagnosis of recurrent dislocations. The identity of the devices explanted during these procedures and the prosthesis implanted in exchange remains unknown. Additional details regarding the clinical course of these patients are also unknown. The eprd provided this information as part of a cumulative statistical study regarding failure frequency. As such, there is no additional information available.

Manufacturer narrative:
Internal reference: (B)(4).

Manufacturer narrative:
H3, h6: according to data obtained from the endoprothesenregister - deutschland (eprd) [1], a total of two thousand eight hundred fourteen (2814) patients underwent a thr procedure between march-2013 and march-2021 with a system that included a bicon-plus ti shell as the main acetabular component. From this cohort, seven (7) patients underwent revision surgery on an unspecified date following a diagnosis of recurrent dislocations. The complaint device, used in treatment, was not received for investigation and a visual inspection could not be performed. The exact part and batch number of the device is not known. Therefore, the batch record review could not be performed and it is not possible to investigate whether the reported devices met manufacturing specifications upon release for distribution. A complaint history review was performed. The occurrence of the reported failure mode is within its expected risk level as per risk management. Furthermore, the IFU indicates several possible adverse effects resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Due to insufficient information it is not possible to perform a review of past corrective actions. For the medical investigation, no relevant supporting clinical information could be provided. Therefore, a thorough clinical assessment cannot be performed at this time. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined. Should any additional clinical information be provided, this complaint will be re-evaluated. Based on the performed investigations, a relationship between the reported devices and the reported incidents cannot be excluded, but the root cause of the problem stays undetermined due to insufficient information. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. [1]: german arthroplasty registry (eprd). Smith & nephew bicon-plus ti shell. Germany. Internal complaint reference number: (B)(4).